Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected by bus. A field service engineer (fse) shut down the med station and removed the back panel. All parts and connections on hh drawers 1.1 and 1.2 were inspected, cables were reseated, and the device was power cycled. A final test was initiated via the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected by bus. The customer stated that this malfunction occurred when the user was trying to issue medications to a patient and caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.